Event description:
It was reported that during an extraction procedure at the user facility, the drill was overheating. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The alleged failure of overheating could not be duplicated during the device eval. However, it was noticed that a bearing on the rotor was not turning smoothly, which can be a cause of overheating.